Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were : updated: b4, b5, g4, g7, h1, h2, h3, h6, h10; the reported stem was returned and evaluated against the complaint. Visual inspection confirmed the etch on the device to be 14 x 150mm. Foreign debris remains affixed to the porous coating. The coating is uniform and complete. Grinding marks were observed around the shoulder. Light scratching was found on the head taper. No dimensional analysis will be completed due to the attempts to implant and remove the stem. The remaining debris also prevents dimensional analysis from being completed. Broach was not returned for evaluation. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00006.

Event description:
It was reported that the instrument does not match with the stem implant. Attempts have been made and additional information on the reported event is unavailable at this time.